Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 37, pump was exposed to magnetic field the customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump immediately alarmed a pump error 37 during testing, still able to rewind properly after second attempt. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. No pump error 43 alarms were noted during testing. Three pump error 82 alarms were found in the history file/long trace file on (B)(6) 2024 at 22:21:30.000 to 22:32:23.000. Pump alarmed 4 pump error 37 alarms on the event date of (B)(6) 2024 at 22:23:37.000 to 22:40:12.000. Pump alarmed 3 pump error 43 alarms on the event date of (B)(6) 2024 at 22:21:30.000 to 22:32:23.000. Pump did alarm pump error 130 alarms on the event date of (B)(6) 2024 at 22:15:17.000 to (B)(6) 2024 at 01:48:06.000, however, pump error 130 did not appear during testing. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch and dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 37 was confirmed during testing due to moisture damage on the motor home switch and dried insulin on the motor slide. Pump error 82 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Unable to verify customer's complaint for exposed to magnetic field or MRI. Moisture damage was confirmed found on the motor home switch, dried insulin on the motor slide, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.